Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). The carefusion field service representative (fsr) went onsite to evaluate and repair the suspect device. The carefusion fsr determined the vent inop errors were secondary to motor fault error. The carefusion fsr reported no power out of supply. After replacement of the alleged faulty components, performing ovp (opertational verification procedure), the unit was meeting specifications.

Event description:
The customer reported while using the vela ventilator; the vent went inop (inoperable). The customer reported the suspect device displayed vent inop alarms. The issue occurred during patient use. The customer reported the suspect device was changed out with another known working unit. There is no report of patient harm associated with the event.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis (fa) representative (rep) received the power supply assembly and installed in a known good vela unit. The unit was powered on in respiration mode, received motor fault errors and events, turbine non-operational. The carefusion fa rep used multi-meter and checked voltage on q210, mosfet q210. Restarted vela unit with source and drained jumped, vela unit operated normally. The carefusion fa rep determined the root cause to be a faulty mosfet, p-chan, location q210 on pcba (printed circuit board assembly), which caused the power supply assembly to fail. This reported event is being considered an isolated incident and will be tracked and trended internally.